Event description:
It is reported that the device was implanted on 02/20/2004. The device was revised post-op in 2005, due to pain.

Event description:
It is reported that the device was implanted on february 20, 2004. The device was revised post-op on june 22, 2005, due to pain.